Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastric sleeve procedure, handle works intermittently stops when firing. Handle starts up again and then stops once again. The handle was rebooted, but the issue was not resolved. No patient injuries reported.